Event description:
It was reported by service report that the side rail latch springs were missing and the side rail could become unlatched unintentionally. No pt involvement or adverse consequences are reported.